Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on the ilet experienced multiple overnight low blood glucose episodes after a prior extended period of hyperglycemia with a meal announcement, which likely resulted in insulin stacking; the user did not perform an mdi or supply change and was using a dexcom g7 cgm. Symptoms included feeling unwell and sweaty consistent with hypoglycemia. Outcomes included self-treatment with oral glucose via two 8 oz servings of orange juice and a banana, without professional medical intervention or hospitalization. Investigation included review of device logs and user-reported history, as well as troubleshooting and education with a plan for additional training on meal announcements and best practices. Investigation of this case revealed an event consistent with therapy-related hypoglycemia associated with user management of meals and corrections; no device alarms or malfunctions were reported. It was concluded, based on previously established findings for similar reports, that the cause was user management factors and insulin stacking, for which education and training are indicated.